Event description:
On (B)(6) 2026, a breast cancer patient underwent a port implantation procedure via the right internal jugular vein using the powerport m.r.I. Isp. During the procedure, it was reported that, multiple prolonged attempts at cannulation resulted in no blood return, and further inspection revealed that the introducer needle was clogged. The procedure was subsequently completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical sample was not returned for evaluation, one photo was provided for review. The photo shows a complete view of the introducer needle placed on a plastic tray, with blood stained cotton visible in the background. Therefore, the investigation is inconclusive for reported suction problem and obstruction of flow issues as the provided evidence was not sufficient to confirm the issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f : the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a breast cancer patient underwent a port implantation procedure via the right internal jugular vein using the powerport m.r.I. Isp. During the procedure, it was reported that, multiple prolonged attempts at cannulation resulted in no blood return, and further inspection revealed that the introducer needle was clogged. The procedure was subsequently completed using another device. There was no reported patient injury.